Event description:
It was reported that, "loose tibial component." That exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 2005.

Manufacturer narrative:
Method: packaging insert review. Evaluation summary: the exact root cause of the event could not be determined with the limited information provided. Devices and their identifications, patient medical records, x-rays, operative reports, and date of implantation were requested, but not returned for evaluation. The patient decided to keep the device and hospital did not release any additional information. Loosening of total knee components is a known adverse consequence of total knee arthroplasty. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.